Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, the foreign material was possibly not removed since the reprocessing was not conducted properly since the brush could not be inserted into the biopsy channel. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." The legal manufacture reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and the reprocessing was not conducted in accordance with the IFU due to an object being stuck in the suction channel. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing for a colonoscopy procedure and there were no reports of delay.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope, suction was possible with the device but there was an object stuck in the suction channel of the device. The issue occurred during reprocessing. There were no reports of patient harm.